Event description:
The tech told the reporter they saw dense tissue in their right breast. They wanted a closer view. They told the reporter they needed to get a picture closer to their breast bone. When the machine clamped down the reporter told tech that they had bone and that rptr could not breathe. Tech told the reporter to stay still and not to breathe. Upon extraction from the machine the reporter told tech that they had pain. Tech told the reporter the pain would go away in a couple of hours.